Manufacturer narrative:
Additional information: b5- on (B)(6) 2023 the lens was exchanged with the same model/shorter length lens and the problem was resolved claim# (B)(4).

Manufacturer narrative:
Health effect clinical code: 4581 - significant reduction of irido-corneal angles type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -10.50/+1.5/27 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vaulting; elevated intraocular pressure; significant reduction of irido-corneal angles and lens repositioning was performed but this did not resolve the problem. The lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
Corrected data: h6- medical device problem code: 1494- off-label use (acd<3.0mm). Claim# (B)(4).